Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The one haptic is broken in the gusset are (not returned). The opposite haptic is broken in the distal area (not returned).the lens is cut in half, typical of insertion and removal from the eye. Both halves are adhered to each other by solution. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge. It is unknow if a qualified combination was used. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Inforamtion was provided that the company 25.0 diopter lens was replaced with a non- company monofocal 23.0 diopter lens. This may suggest that the replacement lens was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced decreased quality of vision, blurry vision even with glasses. The iol was replaced with other company lens approximately one year after initial procedure. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).